Event description:
The parent of a patient reported that the pink slide did not move forward; this indicates a needle mechanism failure. The reporter mentioned the patient's blood glucose levels reached 367 mg/dl while wearing the pod for an unspecified duration of use. No other information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.